Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of the insulin pump was broken. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No missing segment was noted. The insulin pump was inspected and the display glass functioned properly. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.